Manufacturer narrative:
Initial reporter information was not provided.

Event description:
An hcp stated the customer needed a new meter because she was getting low readings such as 85,74,71 and 55mg/dl on the contour meter, and was admitted to the emergency room because she felt dizzy and light headed. Further details of the incident were not provided. The test strips are expected to be returned for evaluation. Customer received a new meter and strips.